Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery system devices used in the same patient. Refer to manufacturer report 3005099803-2025-04986 and 3005099803-2025-04985 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate pancreatic pseudocyst drainage in a mature collection larger than 8 cm, located adjacent to the proximal stomach during a procedure performed on (B)(6) 2025. During the procedure, the stent was difficult to deploy from the scope, even after all routine steps had been completed. The proximal flange was stuck; it could not be visualized endoscopically despite rotating the handle and advancing the black movement hub. To assist with deployment, the grey hub was gradually advanced, resulting in the stent suddenly shooting forward into the collection as seen on eus. The device was reported to be currently implanted; however, the procedure was discontinued, and the plan is to reattempt at a later date and retrieve the implanted stent. It was reported that the patient remained stable following the procedure, and no complications have been reported as a result of the issue at this time. The issue ongoing.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure. Imdrf device code a150103 captures the reportable event of stent premature deployment.